Event description:
During a procedure, the doctor attempted to position the light arm. The fixture head and arm assemblies fell from the bottom of the ceiling rod and hit the pt, who rec'd small bruises. The dr reported no other injuries.